Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition, and the oxygen blending module needs to be replaced to address the issue. A corrected statement in regards the issue. The device failed a test step during testing and the oxygen blending module needs to be replaced to address the issue. The coding was also changed to reflect a test step failure.

Manufacturer narrative:
The manufacturer previously reported a trilogy evo was alarming for a service required alarm condition and the device's oxygen blending module was replaced to address the issue. Additional information receive from the field service engineer states the device failed the flow verification test step. The device's three-way solenoid valve, proportional valve and system board were replaced to address the issue. The oxygen blending module was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The pil technician states there were no visual defects on the component. The component was tested and passed all testing. They conclude the oxygen blending module operates as designed. The device's system board, proportional valve and solenoid valve were also returned to the pil for evaluation. No malfunction of these components was noted. The technician concludes the components operate as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was evaluated by the field service engineer onsite and the device's oxygen blending module was found to be malfunctioning. The device's oxygen blending module will be replaced to address the issue.